Event description:
It was reported that the device was suspect to early battery depletion as the device reached eri (elective replacement indicator) three years after implant. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Analysis revealed that the battery voltage was pre-approaching eri. The weekly battery voltage trend data in save to disk file (B)(4) shows min battery equaling 2.68 to 2.62 volts between (B)(6) 2011 and (B)(6) 2012 is just before device rrt of less than or equal to 2.61 volt. The device was also returned and analyzed. Analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.